Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a  unexpected battery power loss. It was reported that customer pump is requesting a change battery and  changing the battery for every 3 days . No harm requiring medical intervention was reported. Troubleshooting was performed and customer states the battery was not previously used. It was unknown whether the customer will continue using the device and the pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current measurement test. The pump failed the self test due to pump error 63. The pump failed the sleep current measurement test. The history/trace downloads were successful using thus. The following power alarms/alerts noted in downloaded history on event date: low battery alert [104] on (B)(6) 2023 09:50:00.000, replace battery alert [73] on (B)(6) 2023 19:21:00.000, replace battery now alarm [11] on (B)(6) 2023 19:52:00.000, and power loss alarm [6] on (B)(6) 2023 20:10:50.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following alarms/alerts were noted on event date: 6 no delivery alarms during basal starting on (B)(6) 2023 21:16:00.000. The following alarms/alerts were noted during analysis: pump error 63 variable 03 on (B)(6) 2023 06:24:58.000. The keypad overlay was peeled and inspected keypad traces; found cracked solder joint on pin 1, 4, and 6 on ic u1. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Swapping out test boards confirms sleep current anomaly isolated to pcba 1. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and faded end cap address label. Unexpected battery power loss confirmed due to sleep current anomaly. Sleep current anomaly isolated to pcba 1. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm not confirmed. Pump error 63 confirmed due to cracked solder joint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.